Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed failed battery test. Troubleshooting was performed. Customer's blood glucose level was unknown at the time of the incident. It was reported that was assisted with clearing the alarm and to remove the battery and to clean the contacts. It was also reported that the battery cap was not missing nor damaged. It was reported that the insulin pump alarmed again even after battery cap was cleaned and battery was changed. Troubleshooting did not resolve alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the displacement test, idle current test, run current test, self-test and off no power test. Insulin pump was received with normal operating currents. No unexpected failed battery test alarm noted. Insulin pump was received with partially broken reservoir tube lip, cracked lcd window and minor scratched lcd window.